Event description:
The patient's caregiver reported that the previously working remote monitor, did not power on. Setup was verified and troubleshooting steps were taken, to no avail. Return of the monitor is pending. No patient complications were reported as a result of this event.

Event description:
The patient's caregiver reported that the previously working remote monitor, did not power on. Setup was verified and troubleshooting steps were taken, to no avail. Return of the monitor is pending. No patient complications were reported as a result of this event. The monitor was later returned to the manufacturer.

Manufacturer narrative:
Product event summary: analysis found that when the monitor is powered up, the power light did not turn on although power testing passed. Further testing found that the light-emitting diode (led) test failed. After reworking was performed on the circuit board, the power light was able to turn on. Conclusion: testing was able to simulate the failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.